Event description:
It was reported that during a follow up in clinic, undersensing was noted on the device. Abbott technical support was contacted and the device was explanted and replaced during an unrelated device upgrade. The patient was in stable condition.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the undersensing event was sensed by the device.